Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm during prime. Customer's blood glucose was 300 mg/dl. During troubleshooting, customer reported the device did not alarm no delivery alarms with manual prime. Customer was advised the issue was resolved by a reservoir change. Customer was advised to return the reservoir. Customer will not be returning the reservoir for analysis.